Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. The lens was implanted and removed intraoperatively. In a separate visit a replacement lens was implanted. The problem was resolved. Cause of the event was reported as unknown.